Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act button response due to flattened button dome switch. No button error alarm or freezing screen noted. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside the insulin pump noted.

Event description:
It was reported that the customer had unresponsive keypad on the insulin pump. The customer blood glucose level was 299 mg/dl. Customer states the insulin pump was exposed to moisture. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.